Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, report that the patient was feeling less and less well, and his filling volumes were low (39-40). The patient was switched to a back-up driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm code indicating driver pressure was low enough for long enough to trigger a permanent time-out. This alarm was likely produced while patient was disconnected and the driver was still running. Visual inspection of external components found damage to the external power cable. Visual inspection of internal components found no abnormalities. Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing was performed in order to replicate the customer reported low fill volume values. An observational run was performed with driver set to a beat rate of 139 bpm, the beat rate at which the driver was received. Fill volume values were out of specification. An alternate piston cylinder assembly was installed and a 24-hour observation run produced fill volumes higher but still out of specification. An adjustment was then made to the flow sensor's barbed fittings. An additional 24-hour observation run resulted in fill volumes within specification. No abnormalities observed. Failure investigation for this complaint confirmed the reported issue. The complaint was replicated during testing; root cause was determined to be the flow sensor's hose barb fittings not being adjusted properly onto the airflow bypass connector. Failure investigation identified external damage, however, this was unrelated to customer complaint. No other test failures or damage was found that could have contributed to customer complaint. Patient was switched to backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, report that the patient was feeling less and less well, and his filling volumes were low (39-40). The patient was switched to a back-up driver.